Event description:
On 16th july 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens came out torn from the injector necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol tore during iol implantation. The iol was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return. The additional information received identifies that the injector was removed from the blister tray prior to insertion of ovd and closure of the flaps. This is a deviation from the IFU. The IFU states that the injector should remain in the blister tray until ovd is inserted and the flaps are fully secured/closed. The rayone preloaded iol injection system use risk analysis identifies the user removing the injector from tray prior to inserting viscoelastic as causing the lens to be improperly placed in cartridge and the user removing the injector from the tray prior to closing cartridge resulting in cartridge not being clipped properly. Furthermore, resistance is reported to have occurred during lens injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Failure to follow the IFU is the likely contributory/causative factor leading to lens damage during injection in this case.